Manufacturer narrative:
The device was explanted on (B)(6) 2025. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was visually inspected. The inspection revealed abrasion marks on the ICD housing. Next the device was interrogated, revealing the mos1 battery status. The device was implanted for 64 months, and 19 charging cycles were recorded in the device¿s memory. The memory content of the device was inspected. Several aborted shocks were documented. These were aborted by the ICD itself, as expected, due to the detection of a short circuit which might have otherwise damaged the ICD. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached, and the charging time was as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. The reported shocks were aborted by the ICD itself, as expected, due to the detection of a short circuit which might have otherwise damaged the ICD. The ICD proved to be fully functional throughout its inspection. Based on analysis, the integrity of the rv lead cannot be assured. There is no indication of a material or manufacturing problem of the ICD.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 12, 2025 and september 08, 2025 recorded the stable pacing impedance around 500 ohms and the stable shock impedance around 65 ohms. The analysis of the provided iegm episode no. 95 revealed a sustained tachyarrhythmia episode that triggered capacitor charging and resulted in eight shock deliveries. All shocks were ineffective, attributed to a shock impedance below 20 ohms and an energy output of 0 j. The far-field channel exhibited a flat signal progression between shocks. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the definitive root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.

Event description:
Aborted shocks due to low shock impedance were reported. Lead and ICD explant is under consideration.

Manufacturer narrative:
The device was explanted on (B)(6) 2025. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2025 and (B)(6) 2025 recorded the stable pacing impedance around 500 ohms and the stable shock impedance around 65 ohms. The analysis of the provided iegm episode no. 95 revealed a sustained tachyarrhythmia episode that triggered capacitor charging and resulted in eight shock deliveries. All shocks were ineffective, attributed to a shock impedance below 20 ohms and an energy output of 0 j. The far-field channel exhibited a flat signal progression between shocks. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the definitive root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional relevant information or the device itself become available for analysis, the investigation will be updated.